Manufacturer narrative:
PMA/510(k)#: without knowing the manufacture site, the PMA/510(k) could be either k980987 or k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 309657 batch no. : unknown. (Provided: m314253). This report represents all available product information. No additional information is available. Description of issue: customer reported debris in 2 syringes when filling a new cartridge. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe 309657. Product lot number: unknown. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Customer was able to fill the cartridge successfully with other needles. Contact described the debris as little pieces of plastic. Contact said she noticed them when she was going to fill the cartridge, and decided not to use those syringes/needles they saw the debris.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 309657 batch no. : unknown (provided: m314253) this report represents all available product information. No additional information is available. 1. Description of issue: customer reported debris in 2 syringes when filling a new cartridge 2. Number of occurrences: 2 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: 3 ml syringe ¿ 309657 5. Product lot number: unknown 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No customer was able to fill the cartridge successfully with other needles. Contact described the debris as little pieces of plastic contact said she noticed them when she was going to fill the cartridge, and decided not to use those syringes/needles they saw the debris.